Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced significant reduction of endothelial cell cunt or endothelial cell loss. The lens was explanted. The cause of the event was unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of endothelial cell cunt or endothelial cell loss. B3- date of event: unknown h11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).